Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress and a leak. A farawave catheter was inserted, the sheath aspirated, and air bubbles were noted in the sheath. The farawave catheter was taken out and the process was done again but bubbles were still noted. A fluid leak was also noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation exhibited air ingress and a leak. A farawave catheter was inserted, the sheath aspirated, and air bubbles were noted in the sheath. The farawave catheter was taken out and the process was done again but bubbles were still noted. A fluid leak was also noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The reported event was not confirmed via laboratory analysis.